Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they had high blood glucose level. Customer's blood glucose level was in the range of 500 mg/dl. Customer's mother mentioned that there was no delivery alarm during bolus. Customer's mother performed fixed prime and the insulin exited. Insulin pump will not be returned for analysis.